Event description:
Info received indicates the stretcher is not going into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician replaced the trend cylinders to repair the stretcher.